Event description:
Patient has a medtronic linqii device and is enrolled and connected to the medtronic carelink site appropriately. Alert transmission was received on [redacted] indicating an abnormal cardiac bradycardic arrhythmia. Manual review/audit of the patient's device shows increase by one in ¿brady counter¿ both current and lifetime, but the platform did not generate a correlating arrhythmia electrogram (egm). This platform is designed to generate a report for the provider when these arrythmias occur, but the vendor platform is failing to do so, putting patients at risk (not sending abnormal heart rhythms to providers as designed). Patient device information: medtronic , model: linq ii, serial: [redacted]. Manufacturer response for cardiac arrhythmia platform, carelink (per site reporter). Vendor said they fixed this product issue/glitch/error in [redacted]-2 years ago.